Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2019. The heartmate 3 instructions for use (IFU) and patient handbookare currently available. Section 1 of the IFU entitled ¿introduction¿ lists multiple adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced pleural effusion which was treated with thoracic drainage.